Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes and investigation conclusions), h11. The getinge field service engineer replaced scroll compressor, muffler and compressor temperature sensor.operation confirmed as good. After each operation, operation was confirmed based on the inspection record sheet and it was confirmed that it was working properly at the moment.

Event description:
N/a

Event description:
It was reported that cardiosave intra-aortic balloon pump (iabp) had system overheat malfunction. There was no patient harm or injury reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.